Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been received to date.

Event description:
It was reported the pump failed accuracy testing. Issue discovered during testing, no patient involvement or injury reported.

Manufacturer narrative:
Event problem and evaluation codes: updated. Device evaluated by manufacturer: updated. Device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found it missing the upper back label. There was no evidence of the error found in the event history log. The customer reported problem was duplicated. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Inaccurate delivery was found to be the cause of the reported problem. It was recommended that the expulsor be trimmed down to bring the delivery accuracy closer to nominal of a range. The root cause of the reported problem was unknown. A review of the manufacturing device history record for this device found no causes or potential causes of the customer reported failure. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: correction: h4: mfg. Date. 01-nov-2016; model number: 6400